Manufacturer narrative:
Device passed the displacement test however a33 alarm during prime/a33 test and motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The motor was tested outside of the device and passed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and the plastic part, rubber band of the reservoir compartment was broken. The insulin pump will not be returned for analysis.